Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nerve pain, puffiness, fluid build up and "allow product to soften" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of pain, edema and skin irritation: 4. Warnings ¿ the product must not be injected into blood vessels. Introduction of juvéderm voluma® xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #14). ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events a. Clinical evaluation of juvéderm voluma® xc device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved. Device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved. B. 1-year post-approval study of juvéderm voluma® xc among the 167 subjects who received repeat treatment, 8.4% (14/167) experienced a device/injection-related aes following treatment. All aes after repeat treatment occurred within 1 month of repeat treatment. The rate of device/injection-related aes was lower after repeat treatment compared to initial/touch-up treatment. The most common aes were injection site mass and induration (table 6). All device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). Of the 121 subjects who completed the 12 months of follow-up after repeat treatment, none experienced any late onset device/injection-related aes (those occurring more than 1 month after repeat treatment). There were no device/injection-related serious adverse events after repeat treatment. 8. Instructions for use b. Health care professional instructions 4. Topical or injectable anesthesia may be used to manage pain during and after injection. 18. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. C. Patient instructions it is recommended that the following information be shared with patients: ¿ within the first 24 hours, patients should avoid strenuous exercise and extensive sun or heat exposure. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the treatment sites

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the preorricuar lateral, upper tragus, angular rammal, around the lips, mental crease and along upper lip line. Patient was also injected with botox® the same day. Patient had been "worried" that their canthal area needed more. On the following day, the patient was "very concerned" about their injection and called the clinic. Patient was told to "allow product to soften, swelling to go down" while the patient described their chin as "pointy" and their lips "curl up like the 'joker'," patient noted having "more wrinkles" under the eye after injection. A week later, the patient came in for a review. Patient noted feeling that their eyes are more wrinkly than before and has "had a drop rather than a lift" in their eyebrows. The corners of the patient's mouth have dimples and life more than previously while the left side pulls down. About a month later, patient came in for additional treatment and noted that the filler to the preauricular area for a "more boxy jaw look" which they did not want. Patient feels they have the smile like the "joker" and has paint thru the right preauricular. The patient was full/puffy under eyes. Patient also noted their brow felt heavy and their right brow is moving with a slight lift. Patient was treated with dysport. About a week later, the patient was called and advised to take antihistamines and stop massaging. The patient had been over massaging which caused fluid to build up. Photos were compared and it was noted that the patient is retaining a lot of fluid. On the following month, the patient returned for another review and was unhappy with their filler results. Patient feels the left side of their face was elevated and the right side pulled up which was the opposite from their original complaint. Patient also noted having "nerve pain" to the left pre-orricular area as told to them by a previous injector. The patient was told that their injections were appropriate after several allegations were made and the patient left the clinic. There was no swelling, induration or pain observed from the patient and the patient's pain had swapped from the left at the initial review to the right at the second review.